Manufacturer narrative:
Lot# b56552. Method: visual inspection; device history review; complaint history review; risk assessment. Results: the inspection revealed a large indentation on the bone screw head as well as excessive deformation on the edge of the screw head. The large indentation suggests over-torquing of the device possibly during provisional and final tightening, which is supported by the deformation observed on the tulip threads and retaining clip. Additionally the deformation on the edge of the screwhead confirms that high angulation of the screw was present. Conclusion: the most likely of the customer reported event is over-tightening of the blocker at a high angulation during the initial surgery.

Event description:
It was reported that the rod and the tulip dissociated from left iliac bolt.

Event description:
It was reported that the rod and the tulip dissociated from left iliac bolt.